Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. To date, this ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. To date, this ICD remains in service. No adverse patient effects were reported. A request was made to reanalyze data from the device. The reanalysis confirmed that the battery appeared to be depleting at an accelerated and predictable rate. Conservative modeling suggests the device will continue to support therapy for at least 90 days. The elective replacement indicator (eri) threshold was likely to be reached within that timeframe; however, due to the behavior of the recorded code 1003, the battery status was unlikely to reflect eri. A technical services consultant recommended device replacement within 90 days. Additional information indicated that this ICD was explanted and replaced. No additional adverse patient effects were reported.